Event description:
It was reported, the blade could not rotate smoothly and got broken suddenly. Then the doctor opened another new blade to complete the surgery.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Upon observation, the inner spiral wrap was found broken close to the hub. The outer spiral wrap was intact and appeared free of damage. The remaining broken portion of the inner shaft remained inside the outer tube. The bur tip was found intact at the distal end of the device. Under magnification, the broken edges of the inner shaft appeared jagged and were severely burnt / discolored. It appeared that the inner shaft made contact with the inner wall of the outer tube component possibly due to excessive handling / use / maneuvering of the device and/or due to excessive or long run time of the bur. The outer hub plastic was found deformed and slightly bulged out confirming that the inner shaft made contact against the inner wall generating friction / heat against the outer tube / hub causing damage to the plastic of the outer hub. No misloading of the hub was found. (B)(4).